Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states that as soon as the seat belt is attached, if the child moves or arches the seatbelt comes loose and the child starts to slide out of the chair. MDR filed.